Event description:
The event involved a neutron, and it was reported that the total parenteral nutrition and lipids leaked into the empty space between the outside of the neutron and the inner chamber. There was patient involvement, and patient harm is unknown.

Manufacturer narrative:
One (1) used device was returned for evaluation. The neutron was tested as per procedure, and no internal leaks was observed. Once the sample was dissembled a tear at the top and the side in the seal was observed. Even during testing a leak was not able to be replicated, based on the damage observed on the seal, the complaint of leakage can be confirmed. The probable cause is typical due to incompatible mating device during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110".